Event description:
It was reported that, during the implant procedure on (B)(6) 2022, the patient had problems with breathing. In turn, the procedure was aborted and the one implanted lead was removed. No products are currently implanted. Patient was brought back to safe conditions and is stable.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.